Manufacturer narrative:
Summary of evaluation: evaluation results suggest that the inner blister lid got caught under the outer blister seal. Corrective action previously taken.

Event description:
Reporter states, " while opening implant, the tyvek cover over the inner blister was noticed to be open." Reporter unsure whether it peeled open while opening the external package or if it was already open. There was no adverse consequence to the pt due to this event or delay in surgical or anesthesia time.